Manufacturer narrative:
The investigation into the impella 5.0 stopping is ongoing at this time. No product has yet been returned from the medical center in the UK. Upon completion of the investigation, a final report will be filed.

Event description:
The medical center in the(B)(6) placed an impella 5.0 via the axillary artery graft for hemodynamic support of a patient suffering from cardiomyopathy. The patient was transferred to the ICU for continued monitoring. After 7 days of support the impella pump stopped and was unable to be restarted. The medical team explanted and replaced the pump.

Manufacturer narrative:
Since the filing of the original report for the pump stop, the investigation has concluded. The impella pump was returned and upon examination of it, there was ingested biomaterial which caused the pump to stop. The failure mode will be monitored and trended.